Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak could not be confirmed via returned device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when preparing to begin the procedure, leaking was noted although the clamp seal of copilot bleedback control valve was closed. The procedure was finished by using a non-abbott device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.